Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous left circumflex artery. The 2.5mm x 15mm nc quantum apex monorail balloon was initially inflated to 6 atms. Upon second inflation, to 12 atms, the balloon burst. The device was removed intact and no patient injury occurred. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.